Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated and revealed that the defibrillation impedance on the right ventricular (rv) lead was high. All other electrical parameters were stable and in range. X-ray was performed and revealed externalized conductors on the rv lead. The rv lead was capped and replaced to resolve the event and the patient was stable.